Manufacturer narrative:
Additional info has been requested and if made available will be reported in a supplemental. Method, result, conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "anchor c straight screwdriver tip broke into screw head during insertion."